Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the errors in the logs indicating the common compute controller (ccc) in the core had an issue; there was a software mismatch. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the system produced multiple error messages, causing the site to restart the system mid-procedure. The site restarted the system more than once with no change, and the error message was still produced. The instrument release key (irk) was used on an instrument to drop the grasped suture and remove the instrument. It was unknown how or if the dropped suture was retrieved. The system was undocked from the patient, and the procedure was converted to a laparoscopic approach.